Event description:
It was reported that the customer had an issue with the keypad on his insulin pump. The customer's blood glucose level was 129 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.